Event description:
It was reported by service report that the pt left siderail panel was loose without exposed sharp edges, and the brakes were not holding. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: pt left siderail panel was loose without exposed sharp edges. Worn gill brake plate kit.